Event description:
A reporter called to submit a report about his defective CPAP device. He stated after his CPAP device has been recalled, he got a replacement one. He said the replacement device is not working properly. He said he can breathe in, but he cannot exhale. He said, he contacted the manufacturer, but they do not want to replace the defective machine. He said since he has atrial fibrillation, he really needs the machine. If his breathing is affected that triggers his atrial fibrillation. Patient code: 1720 device code: 2954, 2588. Reference report #mw5175111.